Event description:
It was reported that during preparation of the device for cardiopulmonary bypass procedure, a belt slip error was displayed. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This complaint was not confirmed. The user facility's biomed serviced pump and found that the belt tension needed to be adjusted. No add'l action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.